Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 60 to 40 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer was now using manual injections. The customer states the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08750 inches. No over or under delivery anomaly, basal anomaly or bolus anomaly noted during testing. The device uploaded properly using carelink. No upload anomaly noted when using carelink. The device also communicated properly with the guardian link 3 and the test plug. The device was able to enter into auto mode properly. No auto mode anomaly or calibration anomaly noted during testing. The device had a pillowing keypad overlay.